Event description:
The magnet that triggers the anspach motor fell out of the housing.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The magnet that triggers the anspach motor fell out of the housing.